Manufacturer narrative:
Investigation completed on a smiths medical breathing/portex general anesthesia circuits complaint of air leak alarm was not confirmed. One unit for evaluation and pictures. Sample shows a device free of damage defects, broken, deformed and voids, the leak test inspection was accepted base on qp 2025 rev. 104 through the execution on equipment manometer ID# 8.0324 (due date calibration 07/2022).device passed testing. Based on the inspection, it can't be confirmed failure mode reported for leakage in the breathing circuit assembly.

Event description:
Information received a smiths medical breathing/portex general anesthesia circuits malfunctioned. After connecting the product to an artificial respirator, the customer conducted a pre-use check, and an air leak alarm was issued. No patient injury.